Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm - error codes / messages - 242.4030 and replacing motor control board. There was no patient involvement.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012) , g0600101 - alarm, audible , b21 - type of investigation not yet determined , c21 - results pending completion of investigation , d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had alarm - error codes / messages - 242.4030 and replacing motor control board. There was no patient involvement.